Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) explant procedure due to an unknown reason. The explanted device was not returned. No other information could be obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred year 2023. Block d6b: explant date: 2023.